Event description:
This report is being filed as the clip detached from the anterior mitral valve leaflet but remained attached to the posterior. Mitral regurgitation grade was increased. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and two clips were implanted reducing the mixed mitral regurgitation (mr) grade from 4 to 1-2. During the procedure, although the anterior leaflet was prolapsed, both clips were well positioned with good leaflet insertion and there was no difficulty with visualization. The second clip was placed "far" from the first clip. The mr result was good. On (B)(6) 2013, the transesophageal echocardiogram, thoracic echocardiogram and fluoroscopy images showed an increase in movement of the first implanted clip as the anterior leaflet had detached from it. There was no damage seen on the anterior leaflet. Per the physician, the cause of the leaflet detachment was not known, but may have been due to the prolapse of the anterior leaflet. On (B)(6) 2013, the mr grade was 2-3. As the patient was asymptomatic and was in a good state of health, no additional treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to: manufacturing anomalies, patient conditions, user technique and procedural conditions. In manufacturing, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Based on the review of device history record, this lot met specification. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that there were no issues with visualization. It further stated that per the physician, the cause of the anterior leaflet detachment was not known, but could have been due to the prolapse of the anterior leaflet. Therefore, the most probable cause of incomplete coaptation (slda) was patient anatomy; however, this cannot be confirmed. Reportedly, the mitral regurgitation (mr) grade increased due to the slda of the implanted clip from the anterior leaflet. Thus, the most probable cause of mr was likely due to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use (IFU) as known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. In review of the incident, there does not appear to be any indication of a lot-specific product quality deficiency.